Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient receiving a medication called ¿acaine¿ via an implantable pump with a flow rate of ¿115.¿ the concentration was provided as ¿0.5 mg/l¿ and the dose was provided as ¿.25 and 3 doses given mg/day. The patient¿s indication for use was non-malignant pain and spinal stenosis. It was reported the patient¿s pump was not functioning at all. The hcp reported the pump was not functioning due to battery depletion and the pump was no longer being filled. No symptoms were reported. It was unknown when the event occurred, however the hcp stated a ¿few months,¿ ago. No further complications were reported or anticipated.